Event description:
Additional information was obtained through follow up with the physician who indicated that the information regarding the deaths and/or serious adverse events was evaluated at the time of the study. There were no new deaths or serious adverse events. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6) old. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: frequency and outcomes of post randomization atrial tachyarrhythmias in the resynchronization/defibrillation in ambulatory heart failure trial. Circulation: arrhythmia and electrophysiology. 2016;9(5):1941-3149. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients deaths referenced, as well as one patient who experienced an ¿ischemic stroke.¿ the status of the device is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.